Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during an esophagogastroduodenoscopy procedure within the stomach on (B)(6), 2010. According to the complainant, while trying to remove a polyp, the physician noted that the snare would not properly cut through the tissue. It was reported that when the physician attempted to actuate the handle, a clicking noise was heard and resistance was felt. The snare was removed from the patient and a second sensation micro oval snare was used to successful complete the procedure. The complainant noted that they used the same generator and active cord with the second snare to complete the procedure. There was no visible damage to the snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.